Event description:
A customer reported there was poor vacuum and a clicking noise from the cassette area of the system during a procedure. The procedure was completed with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative could not replicate the reported event of insufficient vacuum. The reported event of clicking sound was replicated due to a non-conforming hub roller, which was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 12, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to function to specifications. Therefore, the root cause of the reported insufficient vacuum cannot be established. The root cause of the reported clicking sound can be attributed to the non-conforming hub roller, which is most likely the result of system wear. (B)(4).